Manufacturer narrative:
D6b - date of explant - explant date should have been (B)(6) 2019 instead of blank.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead revision procedure, the patient's ipg became unresponsive and inoperable. As a result, the patient's ipg was explanted and replaced and therapy was restored post-op.